Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump miscalculated boluses. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended. The customer experienced a low blood glucose (bg) level of 48 mg/dl. Customer drank juice and consumed carbohydrates to address bg.